Event description:
It was reported that during a aaa fem fem crossover nephrectomy procedure the clips would not close down on the vessel the surgeon was attempting to ligate. The surgeon decided to stop using the clip applier and continue the procedure with another device. There was no patient consequence. Or time was delayed several minutes while another device was sourced.